Event description:
Failure to maintain vacuum: the therapy stopped when a leak was detected instead of the leak symbol visual light. The therapy restarted every hour but as the leak had not been resolved, the therapy stopped.

Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued november 26, 2013 to smith & nephew, inc. Fei no: (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the pico single use negative pressure wound therapy system. Smith & nephew received the above named product reported as a field complaint for stopped working. The complaint reported a pico pump had ceased working before seven day life time had been reached. It should be noted that whenever the batteries are in the device (whether switched on or not) the 7 day timer is activated. The pumps are 100% tested in accordance with our quality control procedures as follows: check pump powers on; inspect battery compartment, ensuring battery contacts are undamaged; ensure there are no leaks within the system; replicate leak in the pump to ensure the status lights operate as required. Any failed pumps are clearly labeled and segregated from the passed pumps in accordance with our procedures for the control of nonconforming product. We have reviewed instructions for use (IFU) and this provides guidance on troubleshooting any issues encountered. Possible causes for the failure of the pump are listed, along with potential actions to correct the problem. Wound healing will continue while the dressing remains in place, until the pump status lights indicate that there is an issue with the pump requiring troubleshooting as outlined in the IFU. An improved design of the pump was launched in (B)(4) 2012, which will provide a number of benefits. These improvements involve both the internal workings of the pump, and external components. The design of the barb to make it stronger and less susceptible to breaking has been completed. The new design has been tested against the current barb and has performed favorably.